Manufacturer narrative:
The component failure found on the returned incident device has been addressed by a manufacturing change and a post assembly check of the hinge pin. It was been requested that the site follow-up with the patient to determine the location of the missing hinge pin. If this follow-up information is received, a follow-up report will be issued.

Event description:
The report stated that the jaw of the instrument twisted 30 minutes into a surgery. The surgeon used another instrument in order to finish the surgery. Evaluation of the returned device found that the device was missing the jaw hinge pin at return.